Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the day after surgery, on the post operative examination of the eye, there was a reflection. The patient was taken to the operating room and a piece of metal was removed from the eye.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A device history record review was conducted; no anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination lot indicates there were no other complaints reported for the complaint issue. No product sample was returned for evaluation. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4)